Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 6947 implantable defib lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the device was programmed at high output at implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.